Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a total of three stents implanted during the study index procedure: a cypher 2.5 x 8 mm stent in the proximal circumflex, and two (2) vision bare metal stents (bms) in the mid right coronary artery (rca) target lesions. The second vision stent was implanted to treat a type b dissection and small aneurysm-there was no cordis product involved in this event. The patient was found to have two-vessel disease and had two lesions treated during the index procedure-one target lesion and one non-target lesion. The patient's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The patient was discharged two days after the index procedure. An adverse event was reported of bleeding after orif surgery to repair a hip fracture approximately six months after the index procedure. The patient was treated by transfusion of red blood cells/medical management only. The event was reported to be unrelated to the study device/procedure and was resolved without sequelae. Addendum: clinical review of the adjudication minutes indicated that the patient experienced a peri-procedure myocardial infarction (mi) by arc definition.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) female with medical history including mi, hypertension, pad, copd and current smoker. The indication for the index procedure was angina. The target lesion was in the proximal lcx described as 90% stenotic. In (B)(6) 2010, the index procedure was performed on the target lcx lesion and one non-target lesion. The lcx target lesion was treated with placement of one study stent. The site reported 0% residual stenosis, no dissection and timi 3 flow. A mid rca non-target lesion was treated with placement of a non-study stent. A second non-study stent was placed for treatment of a dissection in the non-target lesion. The site reported 0% residual stenosis with timi 3 flow in the mid rca. Post procedure the ck and ck mb levels were elevated. The EKG core lab reported no new st-t abnormalities and no q-waves. Pre-procedure the hemoglobin was 13.8 and post procedure it was 11.6. No adverse event regarding bleeding was reported. The post procedure course was uncomplicated and the patient was discharged two days post index procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15241646 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case there was a dissection of a non-target lesion that may have contributed to the elevated cardiac enzymes; however, the cypher stent cannot be disassociated from the event. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.